Manufacturer narrative:
(B)(4). Date sent: 10/4/2024. D4: batch #644c21. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage along with a tyvek. Device was received with staples present, no anvil and no washer were returned. A battery was returned not inserted, drained, with one of the locks broken and the broken piece was returned along with the device. However, the battery was inserted in the device without difficulties. When the test battery was installed, green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful. When shrouds were removed, the motor connector was observed disconnected from the pcba. The motor connector was pushed until fully seated and after seated a new washer was placed on a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Product experience was due to an unplugged motor connector. No conclusion could be reached on what caused the misassembled device noted during the visual inspection. Additionally, a photo was loaded at product complaint level and it shows the device with no anvil placed, along with a battery, the firing trigger disengaged and no apparent damage. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number 644c21, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during robot assisted sigmoidectomy, pressing the button, but the device could not be fired. Inserting the battery again, but it did not respond. The anvil was left in place and only the body was replaced. After that, the firing was successfully completed. The doctor informed us that he confirmed that the lcd screen glowed when the old battery was inserted into the old unit again after the surgery. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional event information. Procedure: robot assisted sigmoidectomy; site of use: rectum; no stoma constructed and no planned; patient's condition after the surgery: good. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.